Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure to treat a compression fracture at l3. It was reported that, approximately 6 months post-op, the patient developed recurrence of back pain at the treated level. According to the report, "the back pain was managed with medication and rest". No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Since (B)(6) 2015 the patient had back pain. On (B)(6) 2015 x-ray and CT found fresh fracture at th11 and the physician diagnosed it as non-adjacent vertebral fracture. On the same day, the patient was admitted to the facility. On (B)(6) 2015 balloon kyphoplasty was performed and the patient made a good progress. On (B)(6) 2016 the patient returned as an outpatient and x-ray found nothing particular. The patient is under follow-up. Physician considered that the event was due to the patient-specific factor and was not causally related to the balloon kyphoplasty products.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that new fracture at l4 was suspected as the cause of the event of recurrence of back pain but imaging examinations showed no fracture. The physician considered that the event was due to the patient-specific factor and was not causally related to the bkp product. The physician additionally reported that examinations (details unspecified) performed due to suspicion of l4 fracture could not identify the cause of recurrence of pain. The patient continued to be followed. No further information was reported.

Event description:
It was reported that an additional information was reported from the patient¿s 5 years postoperative crf on (B)(6) 2017. The date of development of non-adjacent vertebral fracture was corrected from (B)(6) 2015.the doctor¿s comment for non-adjacent vertebral fracture, ¿the reason to be determined causal relationship as patient factor: no relationship is determined¿ was deleted. And ¿there was no relationship with device. Mechanism of injury is unknown¿ was added instead.

Event description:
Additional information was reported from the patient¿s 5 years postoperative crf: for the doctor¿s comment on the non-contiguous spinal fracture having occurred on (B)(6) 2015, the date was corrected. Original description: ¿there was no abnormality on the image taken on (B)(6) 2015; there was no particular abnormality at final follow-up on (B)(6) 2015¿ was updated to the correct one: ¿there was no abnormality on the image taken on (B)(6) 2016; there was no particular abnormality at final follow-up on (B)(6) 2016.¿ besides it, the doctor additionally provided following comment: ¿(B)(6) assessment has not been carried out.¿